Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak and claudication. See also mfg report number: 3007284313-2019-00299.

Event description:
It was reported that the patient presented for a preop study on (B)(6) 2019. An aneurysm of the left iliac was noted, and a gore® excluder® iliac branch endoprosthesis was implanted. At an unknown time after the initial procedure, the patient presented with right side leg pain and claudication. A postop study on (B)(6) 2019 indicated a restricted lumen at the flow divider on the ipsilateral limb. Reintervention is scheduled at the end of (B)(6) 2019.